Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.59 and 18.4 charge time seconds. There was inquiry of any applicable advisories. Over a year later, the patient had reported tones. Resolution was requested from the field representative who stated the device reached eri and the tones had been turned off. No further information was provided other than it was thought that the device had been changed out possibly at another facility. However, it was recently reported that the device had declared end of life (eol) over seven months ago. The voltage and charge times at declaration were not reported. However, the most recent capacitor reformation revealed 32.3 second charge times. There was inquiry of the ability of the device functions. Technical services advised that the device be replaced as soon as possible.

Manufacturer narrative:
Final resolution has been requested from the field representative. This device was later explanted for normal battery depletion. A return request was made for this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.